Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05193. It was reported the patient's ipg site was irrigated and drained on (B)(6) 2015 due to a potential infection. Cultures were taken for further analysis. Follow-up revealed the patient's scs system was explanted several days later due to an infection at the ipg and lead site.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05193.

Manufacturer narrative:
Results: the reported issue of infection cannot be confirmed through product analysis testing. The ipg, as received, functioned and communicated with all lab utilities. The ipg drew idle current within specification. Visual inspection revealed instrumentation damage on the header breaching the silicone. X-ray analysis identified 11 of 16 feed through wires were broken in the header. A review of the patient parameters showed that 3 of the broken wires were on active channels. As there were no reported impedance issues prior to explant and there was instrumentation damage observed on the header, the broken wire are consistent with explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.